Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system; insulin sprayed out of the insulin pump like a water hose. The patient's blood glucose at the time of incident was 117 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped. The drive support cap appeared normal. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to slightly loose and tilted drive support disk. Unable to verify a33 alarms due to motor error alarms. Unable to perform occlusion test, prime test and excessive no delivery test due to motor error alarm. Visual inspection of the insulin pump found moisture damage on the motor. All operating currents are within specification. The insulin pump passed displacement test, self-test, off no power test, a21 error test. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked belt clip slot.